Event description:
Patient was revised due to fracture of the humeral yoke.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is non-verifiable, a previouis investigation found the metal ulnar bearing component to have a minimal chamfer that may lead to premature polyethylene wear at certain points on the polyethylene sleeve. The premature wear may cause the polyethylene to fail, which in turn can lead to the potential for the locking pin to disassociate from the elbow assembly. A voluntary recall for the metal ulnar bearing components was initiated in november of 2005. Based on a business decision to discontinue this elbow system, a voluntary market withdrawal was initiated for the other product codes of the acclaim elbow system. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.